Event description:
Patient reported she is currently admitted to the (B)(6) medical center in (B)(6) due to pulmonary hypertension and mild case of pneumonia. Patient advised md is aware and advised patient to go to the hospital. Patient stated she most likely will be transferred to (B)(6) hospital in a few days depending on when a bed opens due to that being a hospital that can treat pah. Once patient is transferred to (B)(6), patient advised she most likely will receive medication from hospital. Patient advised the current hospital she is at does not carry treprostinil so she is currently infusing using her own cassettes and pumps. Date of admission/anticipated discharge date not reported. Length of stay is ongoing. Patient also reported both of her pumps are working but the screens on both are very scratched up and unreadable. Patient is requesting replacement pumps. Serial numbers provided: (B)(6)/due dates not provided. Pump return tracking info is not available. Photos not provided. This is a continuous infusion. Set flow rate / volume delivered unk. Position of pump when event occurred unk. No add'l info. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? See event. Was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Ref report: mw5150461.